Manufacturer narrative:
The insert screw was reported as available for investigation in the initial report, however the piece was never received by medacta international sa. The complaint has been closed without visual inspection of the item. In case of item return, a follow-up report will be sent to FDA. On (B)(6) 2017 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2017 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on (B)(4) 2017 and includes: revision surgery completed as planned on (B)(6) 2017: the surgeon removed the screw arthroscopically, all remaining components where fine. Short 15 minute operation. The surgeon was very happy with the outcome. The screw only will be available for further investigations. On 30 june 2017 the medical affairs performed a clinical evaluation and commented as follows: loose insert fixation screw 8 months after primary tka. The torque limiting screwdriver was not available at the time of first operation. A possible cause is insufficient tightening torque, but this cannot be demonstrated. No final conclusion can be drawn at this stage. Batch review performed on 19july 2017. Lot 143225: (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Loose tibial insert screw floating in the knee joint. The surgeon planned to remove screw arthroscopically and assess insert viability, if necessary surgeon will open up and exchange the tibial insert. The surgeon commented that this insert screw was implanted prior to the introduction of the torque limiting screw driver and he feels that he tighten the tibial insert screw tighter now that he has this available. Issue detected during routine follow up x-ray by surgeon. At revision the surgeon removed the screw arthroscopically, all remaining components where fine. The surgeon was very happy with the outcome.